Event description:
A 2.0 x 105mm drill broke while being tested in air and cut the operating resident. The surgery was completed using a replacement drill bit without incident. No adverse consequences were reported.

Manufacturer narrative:
Summary evaluation: evaluation of this device cannot be performed because the device was not returned to howmedica leibinger gmbh. The device was discarded by the hosp.